Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42, and a time settings issue following a pump reset. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a full pump reset, and afterwards, no cgm error code was displayed, allowing the caller to successfully start their sensor session. No additional information was received regarding the outcome of the event.